Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had high blood glucose of 500 mg/dl. The customer also stated that, the display screen had scratch, however customer able to read the screen. The customer advised to monitor the pump and call if issues occur. The device will not be returned for analysis.